Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump(iabp) had automatic inflation failure alarm during use. No harm or injury to the patient was reported.